Event description:
It was reported that a user of the ilet experienced hyperglycemia after breakfast, with blood glucose reaching 280 mg/dl before trending down to 193 mg/dl and then 186 mg/dl, without alarms, while consuming a typical high-carbohydrate breakfast and acknowledging an initial meal announcement. Investigation of this case revealed no device malfunction reported and a glucose trend returning toward target. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for medical intervention. It was concluded that the event was consistent with hyperglycemia of unclear cause with no contributory device issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.